Event description:
It was reported that an externalized conductor proximal to the distal coil was observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.